Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from hub and had plunger rod fall out during use. The following was reported by the initial reporter: "it was reported that the needle shields were difficult to remove and the shield holds the needle assembly within it when removed. Also, the supply plunger cap is hard to remove and when it is removed the plunger rod comes out with the cap. Verbatim: consumer reported needle shields difficult to remove. Holds the needle assembly within it when removed. Consumer reported other syringes within the supply plunger cap hard to remove. When removed the plunger rod comes out with the cap remove."

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from hub and had plunger rod fall out during use. The following was reported by the initial reporter: "it was reported that the needle shields were difficult to remove and the shield holds the needle assembly within it when removed. Also, the supply plunger cap is hard to remove and when it is removed the plunger rod comes out with the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 10/23/2020. H6. Investigation: customer returned (7) loose 3/10cc, 8mm syringes. Customer states that the needle shields were difficult to remove and the shield holds the needle assembly within it when removed and the supply plunger cap is hard to remove and when it is removed the plunger rod comes out with the cap. All returned syringes were tested to determine the cap and shield removal forces. All observations fall within specifications. Also, no hub separated or plunger separated when the shield or plunger cap were removed. A review of the device history record was completed for batch # 9336996 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.